Event description:
A peritoneal patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was instilling intraperitoneal (ip) heparin during a daytime exchange, for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the unspecified infection was peritonitis (treated as per the pdrn), and heparin was being utilized as a prophylactic measure to keep the pd catheter (not a fresenius product) patent only. Follow-up with the patient revealed he experienced abdominal pain before being treated and confirmed he has recovered from both events. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was instilling intraperitoneal (ip) heparin during a daytime exchange, for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the unspecified infection was peritonitis (treated as per the pdrn), and heparin was being utilized as a prophylactic measure to keep the pd catheter (not a fresenius product) patent only. Follow-up with the patient revealed he experienced abdominal pain before being treated and confirmed he has recovered from both events. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) were unsuccessful.